Event description:
The complainant reported the automated impella controller (aic) displayed "placement signal not reliable" alarms after explanting the extracorporeal membrane oxygenation. There were no placement signals for aorta + left ventricle, but the pump continued running on p2 with purge flow and pressure within the correct range and the motor current pulsatile. There was no patient harm. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 added code b13 as it was omitted from the initial report that was submitted. H10 this is one of two related reports. This report represents the automated impella controller. Another report was submitted to represent the pump. Related report number was added as this information was omitted from the initial report that was submitted.